Event description:
A consumer reported that eight months following intraocular lens (iol) implant surgery, he bumped his head and began experiencing blurred vision, headaches, and eye pain. His surgeon diagnosed iol dislocation and prescribed eyeglasses. Additional info has been requested. There are two medical device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
Product eval: this product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 07/27/2011 and 08/04/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).